Manufacturer narrative:
(B)(4). Per quality control spec, the check-flo discs critical dimensions are inspected 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber and the orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. Tubing is also placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is also performed, prior to further processing. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The returned valve was examined. The iris valve appeared to be functioning properly, although a section appeared to be rippled. Once the valve was disassembled, a section of the valve appeared to move during rotation. This damage may be contributed to movement of the dilator in the valve when the valve is closed. This damage may have contributed to a leak inside the rotator. The valve was leak tested, which revealed that the device leaked through the iris valve when the captor valve was open. When the valve was closed, the device leaked between the rotator, valve collar, and valve chamber. The valve chamber and rotator separated by hand. Blood on the outside of the valve collar and inside the rotator confirmed leakage as well. The check-flo discs were examined. There were significant off-center tears, which may have contributed to the reported leakage. We are aware of the potential for leak through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. The complaint correspondence indicated that the pt did not experience any serious injury due to the leakage. The graft was implanted successfully. However, it was reported that the pt lost 500 to 600 cc of blood. We will notify the appropriate in-house personnel of the event and continue to monitor for similar complaints.

Event description:
Info was provided that a (B)(6) female underwent evar on (B)(6) 2010. The customer advised that during device placement, the valve leaked at the piece that can turn, which is between the on-off switch and chamber that holds the fluid. Pt suffered approx 500-600cc of blood loss. However, procedure completed successfully. No add'l info is available as not provided by reporter.